Event description:
During t12 kyphoplasty both balloons in the kit ruptured when the balloon was inflated at a low pressure. Vendor rep present and aware of event. Suggestion from surgeon to have all lots tested as to failure with both balloons supplied in kit when used while under low pressure. No pt harm, procedure was completed. FDA safety report ID# (B)(4).